Event description:
A user facility reported that the dialyzer ¿capillaries did not fill adequately¿ [sic] during a patient¿s hemodialysis (hd) treatment. Upon follow-up, it was stated that the dialyzer capillaries did not allow blood to pass through properly. This was noted at the start of hd treatment. There were no alarms that occurred. It was confirmed that there was no leakage. There was no suspicion of a blood leak occurring, so blood test strips were not used. The patient was dialyzing on a fresenius 4008s machine with an unknown type of bloodlines. No physical damage was noted on the dialyzer, and it was confirmed that the device was not dropped prior to use. The patient¿s blood was not returned in entirety; estimated blood loss (ebl) was 15 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The defective dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the dialyzer ¿capillaries did not fill adequately¿ [sic] during a patient¿s hemodialysis (hd) treatment. Upon follow-up, it was stated that the dialyzer capillaries did not allow blood to pass through properly. This was noted at the start of hd treatment. There were no alarms that occurred. It was confirmed that there was no leakage. There was no suspicion of a blood leak occurring, so blood test strips were not used. The patient was dialyzing on a fresenius 4008s machine with an unknown type of bloodlines. No physical damage was noted on the dialyzer, and it was confirmed that the device was not dropped prior to use. The patient¿s blood was not returned in entirety; estimated blood loss (ebl) was 15 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The defective dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, a photograph was provided for review. The photograph shows a dialyzer connected to a machine with blood in the blood lines as well as both ends of the fibers, but there appears to be no blood towards the middle area of the fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Based on the provided photograph, the complaint was confirmed due to striping fibers. The probable causes for this failure to occur are the injection of too much pre-potting polyurethane (pu), too little pre-potting pu, uneven distribution of pu, and a decreased gel time of the pu. All of these can cause the pu to wick into the fiber past the final cut and plug the fibers on the peripheral of the cutting surface. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.